Event description:
It was reported the patient presented to ER with shortness of breath and fatigue. The device was interrogated and found to be at eri (elective replacement indicator) after only six months of service. At the previous device check, the battery voltage had measured 2.62 volts. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary testing revealed a battery voltage of 1.98 volts and no output when loaded. Functional testing found the device pacing at rrt (recommended replacement time) parameters. Further analysis confirmed a high current drain, and identified the cause as a leaky battery filter capacitor.

Event description:
It was reported the patient presented to ER with shortness of breath and fatigue. The device was interrogated and found to be at eri (elective replacement indicator) after only six months of service. At the previous device check, the battery voltage had measured 2.62 volts. The device was replaced. No further patient complications were reported as a result of this event.